Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the programmer had a lot if static charge and shocked the user upon printing. No patient was involved. There were no adverse consequences.

Manufacturer narrative:
The field complaint of static electricity was verified. During analysis, test pages were printed using the paper that was in the programmer from the field. The printer would generate static electricity when printing. The programmer was disassembled and visually inspected, paying particular attention to grounding, but no issues were found. The programmer was run on leakage tester and it passed all tests. New paper was then loaded and test pages were printed without it generating static electricity. Low moisture content in the printer paper, likely due to environmental conditions, was found to be the cause of the complaint.